Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing, which was suspected to be causing some classification of atrial tachycardia/atrial fibrillation (at/af) episodes that were recorded. The lead remains in use. No patient complications have been reported as a result of this event.